Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# n192955003 implanted: (B)(6) 2009: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that "a few years ago", in 2012, the patient had build up on the catheter and lost the use of her legs. The patient woke up one morning and could not use her legs. They took the patient back to the university and they moved the location of the catheter. This resolved the leg issue and the patient was then able to use her legs. No further complications were reported or anticipated.